Event description:
It was reported that ci surgery in 2008, was carried out on a pt that was thought to have essentially normal inner ear anatomy. His pre-op MRI scan showed a fairly well formed cochlear (although possibly a mild partition deficit) and semi-circular canals and a well developed iac with all nerves present. While operating it was seen that he had complete stapes fixation. Then a csf gusher occurred indicating a more significant labyrinthine abnormality, not seen on MRI. The surgeon achieved a complete insertion of the electrode, but wanted to confirm the configuration with an x-ray. It was not inside a normal cochlear. After reinsertion and x-ray it was even worse, showing the electrode going intracranial. Nrt was performed, waveforms were seen on a couple of electrodes. The electrode was partially inserted and surgery finished. The pt had a full cat scan the next day showing a very unusual inner ear anomaly. During surgery on 01/30, the existing sonata was removed and the surgeon drilled far to the anterior to get into the cochlear, inserting about 3 electrodes before hitting resistance in the small turns. A trough was drilled over the cochlear area and vestibule and a pulsar compressed array placed in this trough, the surgeon obliterated the middle ear and mastoid with fat to seal off the csf leak.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.